Event description:
It was reported that the patient presented to the clinic for a routine device check. Patient was feeling light headedness and dizziness. High ventricular rate episodes were seen that showed oversensing of noise on the right ventricular lead. The noise artifact that was being oversensed caused pacing inhibition. Patient is pacemaker dependent. Isometrics were able to reproduce the noise. On (B)(6) 2022, the lead was explanted and replaced. The patient was kept overnight for observation. Patient was in good condition and was discharged the following day.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the coil in the abrasion zone. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies.